Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard experienced a needle that would not retract during use. The following information was provided by the initial reporter: safety mechanisms can¿t be retracted.

Event description:
It was reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard experienced a needle that would not retract during use. The following information was provided by the initial reporter: safety mechanisms can¿t be retracted.

Manufacturer narrative:
Investigation summary: no physical sample was received for investigation. One photo was received and contained a picture of a used unit with needle cover off. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Observations and testing could not be performed in the absence of a sample. The defect safety shield activation failure (catheter) could not be refuted nor confirmed based on a customer¿s photo in the absence of the sample. Conclusion(s): the root cause cannot be determined for an unconfirmed defect.